Manufacturer narrative:
DHR/bhr review: the batch number of the complained product is 3219369, is 24g and product code is 383717, produced on 2023/08, with a total of (B)(4) pieces in this batch; inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality; check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products; the customer returned a sample, as shown in attached photos 1 and 2; observed the extension tube under the microscope,it was found that the tail of the extension tube was bent and could not be correctly installed in the catheter adaptor, as shown in the attached photo 3.observed the adhesive condition at the extension tube, the position of the adhesive is normal. Some adhesive has flowed into the inside of the extension tube. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. Cause analysis: (1) based on the returned sample, it was confirmed that the defect was caused by bonding failure, and it was suspected that it was caused by the increase in the reserved length of the extension tube; (2) regarding the reserved length of the extension tube, production done a simulation tests, it was determined that the optimal length of the extension tube is 18-18.5mm. At this time, the product scrap rate is about 1%; when the reserved length of the extension tube is set to 19mm, the scrap rate of the product increases to about 6%; (3) place the returned defective sample on the equipment, and measure the reserved length of the extension tube to be about 20mm, which is greater than the set optimal length; (4) after this testing, confirmed that the defect was caused by the extension tube being bent when the extension tube was inserted into the catheter adapter after the reserved length became longer, resulting in failure to be inserted into the hole of the catheter adapter; (5) this product is assembled in an automatic line. After investigation, it was found that the loose bolts at the zone8 s12 station will cause the reserved length of the extension tube to change; (6) place the returned defective sample on the detection camera for retest, and it was found that under the current camera settings, the product could not be removed by the camera; (7) when testing the product occlusion, the product extension tube is clamped by the clamp on the moving trolley of the equipment, and there is uncured adhesive in the extension tube, which will affect the effectiveness of the occlusion test, causing the occlusion test to fail to detect defective products. Corrective action: (1) adjust the reserved length of the zone8 s12 station extension tube to 18-18.5mm, and tighten the bolts to keep the reserved length of the extension tube stable; (2) research and optimize existing detection cameras and add defect detection modes so that such defects can be eliminated. In summary, after production testing, it was confirmed that the cause of the complaint defect was that the bolts at the zone8 s12 station were loose, which lengthened the reserved length of the extension tube. When the extension tube was inserted into the catheter adapter, it was bent and failed to be inserted into the hole of the catheter adapter. The visual cameras and occlusion tests also failed to eliminate defective products, causing the products to flow into the market. Check all historical complaint records. This defect occurs for the first time and is an accidental event. In response to the relevant anomalies, the factory has taken relevant improvement measures and is currently continuing to pay attention to and monitor the trend of complaints about this defect.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that fluid leaked from the bd pegasus¿ safety closed IV catheter system with q-syte¿ and hub connection during use. The following information was provided by the initial reporter, translated from chinese: "the nurse said that after the puncture was completed, she found leakage from the extension tube when flushing it."